Event description:
It was reported that a helical blade coupling screw broke during surgery. As the screw was inserted, it broke at both the distal and proximal end. It was almost seated at that point and the threaded piece remains in the helical blade. Surgery was completed successfully with no harm to patient. There was a ten (10) minute surgical delay reported. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Patient¿s date of birth and weight are unknown. Additional product codes for this report include hwc. Implant/explant date: unknown. Device remains in the patient and will not be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.